Event description:
Alcl right breast presented with persistent seromas that required multiple aspirations textured implant placed in the subfascial pectoral plane. Salt based texture. Full capsulectomy with removal of implant done on (B)(6) 2012 interconsultation with med / oncology recommended chemotherapy that current is received.